Manufacturer narrative:
H3: it was reported that while in use on a patient, this pb980 ventilator displayed an "exhalation pressure reading out of range (oor)" message and entered into backup ventilation (buv). The unit was not available to medtronic for analysis. The customer performed extended self test (est) to clear the code and the unit passed all calibrations and tests as per the manufacturer's specifications. Based on the available information, the potential cause could be a transient out of range exhalation pressure measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator displayed an "exhalation pressure reading out of range (oor)" message and entered into backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.